Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the cuvette washer was not working properly. It was also discovered that the calcium method was calibrated on the instrument before the patient sample was run, and the second level of quality control (qc) was out of range high. The fse replaced the cuvette washer. The fse ran a system check, which passed, and quality controls, which were within range. The cause of the discordant, falsely elevated calcium result was a malfunction of the cuvette washer. The cause of the patient sample being tested on the instrument while qc was out of range is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). A new sample was obtained from the patient and run on the dimension vista 1500 instrument, which flagged the new sample result because it did not match the elevated result previously obtained for the patient. The sample was then rerun on an alternate instrument and resulted lower than the initial result. The lower result matched the patient's clinical history, and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.